Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the highly calcified circumflex (cx) artery. An 8mm x 2.50mm nc quantum apex balloon catheter was inserted however, difficulty advancing was noted. Moreover, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.